Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer¿s reservoir had leak at past 2nd o-ring and had air bubbles. Customer states that they had massive air bubbles in whole line on the reservoir. Customer experienced high blood glucose of 33.3mmol/l which was treated with insulin pump. Reservoir will be return for analysis.